Event description:
Customer alleged discrepant blood glucose values of 158 mg/dl back to back with a result of 477 mg/dl when testing was performed within 10 minutes on the voicemate system. Customer stated not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was went.